Event description:
It was reported by service report that the fowler will not stay up. The fowler will only hold light weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.